Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, the device did not fire. Another handle was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted witness marks on the end of the firing rod during microscopic inspection that are indicative of proper loading. The instrument firing knobs were retracted and the articulation lever was in neutral position. Pmv performed functional testing. The instrument was successfully loaded with a pmv representative device reload. The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, the surgeon was able to squeeze the handle however, the device did not fire. It was also reported that the jaws of the device did not close. Another handle was used with the same reload to complete the case. There was no patient injury.